Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated/corrected: b4; b5; g3; h2; h11. Upon receipt of additional information, it was determined that the previously reported device was reported to the incorrect manufacturer number. This event will be reported under MFR 3007963827. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information, it was determined that the previously reported device was reported to the incorrect manufacturer number. This event will be reported under MFR 3007963827.

Event description:
It was reported by patients¿ legal counsel that the patient underwent a right knee revision procedure approximately 9 years post-implantation due to pain and inflammation.

Manufacturer narrative:
(B)(4). D6a: implant date was (B)(6) 2016. D10: 00598605701 nexgen option st tib plt size 7 lot# 63283986. 00596405010 nexgen lps-flex fxd mld gh/7-10 10mm lot# 63329834. 00597206538 nexgen all poly patella 38dia lot# 63289114. G2: great britain. H6: suggested code (annex g)- mechanical (g04) - femur. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.